Event description:
It was reported to boston scientific corporation that a resolution clip was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2012 in which deep biopsies were taken from a nodule in the duodenal bulb. According to the complainant, during deployment, the clip was locked closed at the target site, but it failed to release from the delivery catheter. Eventually, the user pulled the clip from the tissue and withdrew the device from the patient. The procedure was then completed without issue using another resolution clip. No patient complications resulted from this event. Reportedly, the patient was discharged home after recovery from anesthesia.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2012 in which deep biopsies were taken from a nodule in the duodenal bulb. According to the complainant, during deployment, the clip was locked closed at the target site, but it failed to release from the delivery catheter. Eventually, the user pulled the clip from the tissue and withdrew the device from the patient. The procedure was then completed without issue using another resolution clip. No patient complications resulted from this event. Reportedly, the patient was discharged home after recovery from anesthesia.

Manufacturer narrative:
(B)(4): clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and returned with the device. Additionally, a kink was present in the control wire and the coil was bent near the bushing. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.